Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer also reported that she had been experiencing unexplained high blood glucose levels since the day before the call. Blood glucose level at the time of the incident was over 200 mg/dl. The customer reported that she performed a set change, went for a walk, drank water, and was able to get her blood glucose level down to 179 mg/dl. During troubleshooting, the customer reported that the drive support cap was loose and stated that the device may have been dropped. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, and a shifted end cap sticker.